Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported elevated blood glucose readings in the 200 mg/dl range with his normal range being 70-110 mg/dl. He stated his most recent reading was 201 mg/dl, and he treated this by taking a bolus of insulin through his infusion device. During troubleshooting, the patient stated he changes his insulin cartridge every 10-11 days and his current cartridge has an expiration date of 10/2004. The patient was advised the recommended use time for a cartridge is 6 days and it is never recommended to use expired products. The patient was sent courtesy cartridge replacements and advised to discard of all expired product. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.